Event description:
Astotube blood warmer tubing set had no lot number, ref. # mod #, manufacture date, or expiry date printed on the package. This defective package was contained in a box labeled lot # 32244758. The mod# 77460001.